Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead fractured in the pocket area. The physician would like to repair the lead but this was advised against by boston scientific. The lead was surgically abandoned and replaced without incident. No additional adverse patient effects were reported.